Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the guide sleeve was returned as part of the assembly in question. There is no evidence of wear and/or damage to this component of the assembly. This device is used as part of the assembly of the instruments in question, but is not directly responsible for the galling or jamming in question. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, there was an issue with the function of the tfn-advanced proximal femoral nailing system (tfna) buttress compression nut when assembled to the blade guide sleeve, aiming arm locking device and connected to the aiming arm. There was some unexpected resistance; a crunchy feeling while trying to rotate the buttress compression nut, most notably in the buttress direction. After turning the buttress compression nut back and forth several times, the issue seemed to resolve itself. It was reported that approximately 1.5 cm curvature in the locking device was shaved off. The set had two aiming arm locking devices, both were tried and the construct had the same issue. There is no patient or procedure involvement. This report is 1 of 1 for complaint (B)(4).